Event description:
Endo specialist said that during a case, the rubber on the wand started to peel back or melt. He said that it happened during a shoulder surgery. Said that the doctor grabbed another wand to use. The second wand worked fine and they were able to complete the surgery.

Manufacturer narrative:
Investigation is on going. Additional information will be provided once investigation is completed.